Event description:
Customer reports back to back testing on the same meter while using the active system with results of 54mg/dl and 110mg/dl. No quality controls were run. No adverse event reported. Customer does not have strips from the event; a replacement was sent.